Event description:
It was reported that the pt experienced a jolting feeling since bumping the implantable neurostimulator (ins). The ins was also reported as tender. Additionally, it was reported that it took significant time to recharge. Eval of the ins by a company representative revealed no significant findings. No intervention was performed on the pt and it was reported that the pt recovered without sequela.